Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges began to leak when they were filled with insulin. There was no impact to the customer's blood glucose level. It was confirmed that the customer loaded new cartridges.